Event description:
It was reported that during a port placement procedure, the valve of the sheath was allegedly unable to be peeled away well. Therefore, the sheath was cut and used. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement procedure, the valve of the sheath was allegedly unable to be peeled away well. Therefore, the sheath was cut and used. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one fully peeled 6.5fr peel-apart sheath was returned for evaluation. Gross visual evaluation was performed. Bends and twists were noted throughout the fully peeled 8.0fr peel-apart sheath segments. The investigation is inconclusive for the reported difficult to peel away sheath issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2023), g3, h2, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the valve of the sheath was allegedly unable to be peeled away well. Therefore, the sheath was cut and used. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one fully peeled 6.5fr peel-apart sheath was returned for evaluation. Gross visual evaluation was performed. Bends and twists were noted throughout the fully peeled 8.0fr peel-apart sheath segments. Manufacturing review shows the top caps were present in both halves of t-handle naturally; however, it was observed that the valve had not split properly through the central cut, most of the valve was attached to the half indicating 6.5fr. Therefore, the investigation is confirmed for the reported difficult to peel away sheath issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the valve of the sheath was allegedly unable to be peeled away well. Therefore, the sheath was cut and used. There was no reported patient injury.